Event description:
A report was received that following a trial procedure, the patient experienced more than normal bleeding from the dressing. It was also noted that the patient¿s device was working well. The patient¿s lead removed early and would like to move forward with implant.